Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18414714 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color when used for hemostasis. The device was removed as is, and the user switched to manual compression to achieve hemostasis. There was no reported patient injury. A non-cordis sheath introducer was used with the vcd. The device will not be returned for analysis.